Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer forgot to bolus for lunch and blood glucose (bg) level was elevated (342 mg/dl). Customer requested assistance from tandem technical support regarding proper dosage to bring down elevated level. Tandem technical support recommended customer consult with health care provider or clinical diabetes specialist. Customer reported that a bolus would be administered if bg level did not improve.